Manufacturer narrative:
Patient information is unknown. Exact date of symptom onset is unknown. This report is for an unknown locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Implant date: unknown. Patient underwent an amputation of the left distal fibula on an unknown date. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had an infection and delayed healing in the lower leg due to a gaping wound; this was discovered vial x-ray. The original implant date is unknown which consisted of synthes implants of one unknown one-third tubular plate, two cortex screws, and one unknown locking screw. The revision surgery for hardware removal was never scheduled due to infection; the patient was treated with antibiotics. It was reported that the patient did return for an amputation of the left distal fibula on an unknown date. There was no reported product problem and the patient status outcome is stable. This report is for an unknown locking screw. This is report 3 of 3 for (B)(4).